Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified mid left anterior descending artery (lad). A 3.50x28mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted due to severe calcification in the lad. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element plus,mr,ous 3.50x28mm stent delivery was returned for analysis. A visual examination of the stent found damage. Stent struts from the proximal to mid stent region were lifted and pulled in all directions. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found inner shaft polymer extrusion bunching at 7.9 cm proximal to the distal end of the distal tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified mid left anterior descending artery (lad). A 3.50 x 28mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted due to severe calcification in the lad. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.